Event description:
It was reported that the atrial lead exhibited noise. Upon extraction, insulation damage was noted on the lead. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis of the partially returned lead found insulation abrasion exposing the outer coil at 37.1 cm to 37.3 cm and at 37.5 cm to 38.1 cm from the distal tip. The abrasions were consistent with constant friction to another implantable device.